Manufacturer narrative:
Analysis of the pump revealed a failed lab dispensing test that was above specification. The pump passed two dispense accuracy tests performed at a rate of 24000 ul/day, but failed two dispense accuracy tests performed at a rate of 300 ul/day. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2019: morphine with concentration 10 mg/ml at a dose rate of 1.250 mg/day, and bupivacaine with concentration 10.0 mg/ml at a dose rate of 1.250 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (10mg/ml at 1.5mg/day) and bupivacaine (10mg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was intermittently feeling withdrawal symptoms and return of her pain. No environmental, external, or patient factors were reported to have caused this issue. A dye study was done. She passed and no abnormalities were noted. It was determined by the nurse practitioner (np and hcp that it was an issue related to the pump. No issues were noted in the logs. The pump was replaced on (B)(6) 2019. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.